Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports there was a pin hole in the silicone extension of the catheter; catheter needed to be removed and replaced.